Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspections was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right coronary artery. A 5.0 x 12 mm nc trek balloon catheter was used; however, the tip separated inside the anatomy. Therefore, a snare device was used to retrieve it, and an unspecified trek balloon catheter was used to successfully complete the procedure. No additional information was provided.